Event description:
Edwards Lifesciences maintains an Implant Patient Registry (IPR). This Registry is a patient tracking mechanism for serialized Edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true Post-Market Surveillance Registry. Through the registry, Edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the Registry via the implantation data cards. The information is received from various sources (e.g. surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the Edwards device. It was reported via the Implant Patient Registry that a 73-y-o patient with this MITRIS RESILIA valve model 11400M27 implanted in the mitral position, passed away after an implant duration of 7 days due to unknown reasons. As reported by the surgeon, the valve thrombosed while the patient was supported on central VA ECMO, potentially due to low-flow conditions; however, no structural issue or valve malfunction was identified.

Manufacturer narrative:
H11: Additional Manufacturer Narrative: The device was not returned for evaluation, as the patient had passed away. No other details regarding this event, or what comorbidities the patient had, were provided. Attempts to retrieve the device and additional information were unsuccessful.The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.